Event description:
Pt self tester received errors with meter and could not get a valid reading. Pt had dental work done on an unknown day. Pt experienced bleeding continuing after the dental work was completed. Stopped coumadin for 3 days. Pt had reading done at the doctor's office and had an inr value of 2.4.

Manufacturer narrative:
Investigation pending.